Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that while testing the lead on the analyzer, there was noise detected on the rv egm (electrogram). This has reportedly not previously been seen in the cath lab. The cable was changed, but the noise was still there. After the lead was connected to the device, it was reportedly 'much better'. There was no further intervention since the lead functions properly when connected to the device.